Manufacturer narrative:
Intuitive surgical received the pk dissecting forceps instrument associated with this complaint and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during central reprocessing, the pk dissecting forceps instrument was found to have a broken cable at the tip of the instrument. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.